Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02233. The pt has a scs system which includes a neurostimulation receiver and a percutaneous lead. It was reported the scs system is only providing intermittent stimulation. It is currently unk if the intermittent stimulation is the result of a problem with the receiver or with the lead. The pt is currently working closely with his physician to determine the next course of action.